Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10763 & 2134265-2016-11853. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned in the laa and a 24mm watchman laa closure device & delivery system (wds) was advanced to the distal marker of the was. The was noted to be deep seated, but a full recapture was performed as the device was too proximal. A second 24mm watchman laa closure device & delivery system (wds) was advanced and deployed however, this closure device was also placed too proximally and a full recapture was performed. A 21mm watchman laa closure device & delivery system (wds) was then advanced but was not deployed. The was caused a small tear in the laa, however, it did not completely perforate the laa. The physician withdrew the device and waited about 10-15 minutes. Fluoroscopy was performed and revealed a pericardial effusion and a pericardiocentesis was performed with the drain left in place. The procedure was aborted. The patient is hemodynamically stable; they obtained 30 cc of fluid over the next 24 hours. A follow-up echocardiogram showed no effusion. The drain was removed and the patient was observed for another 36 hours. The patient remained hemodynamically stable and another echocardiogram was performed and there was no pericardial effusion. The patient was discharged home without anticoagulation. Four days post procedure the patient was found expired at home in bed.